Event description:
It was reported that the patient came to the emergency room experiencing phrenic nerve stimulation. The atrial lead was found to have pulled back from the implant site. Both leads were repositioned, but within days, both leads were noted to have pulled back from their implant sites. Both passive-fix leads were explanted and two active-fix leads were implanted as replacements. It was further noted that there was no alleged performance issue, and that due to the patient's large size and the settling of the device, this was likely an anatomy issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 407452 implantable pacing lead, (B)(6) 2012. (B)(4). Evaluation summary: (B)(4): no anomalies found, however blood was noted on the distal conductor; full lead returned and analyzed.